Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in the operation room for a left ventricular (lv) lead replacement, it was noted that the right atrial lead(ra) was dislodged. The atrial lead was repositioned successfully. The patient was stable and recovering.